Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4262 lead, implanted: (B)(6) 1993; 4444 lead, implanted: (B)(6) 1993. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead was exhibiting noise and ventricular oversensing. Upon further examination, it was determined that the lead was not malfunctioning. In fact, it was the patient's implantable cardioverter defibrillator (ICD) falsely declaring noise due to a poor can to rv coil far field electrogram. It was further noted that repeat issue is unlikely and prevention of therapy also unlikely. No intervention was completed. The device is still in use. The lead is still in use. No patient complications have been reported as a result of this event.